Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) national privacy laws. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.

Event description:
A medtronic representative reported that, while in a scoliosis correction procedure, using a demonstration stealthstation s7 system, the surgeon alleged an inaccuracy. It was noted that a successful registration was performed on multiple vertebral bodies of th9-11 and th6-8. Registration of th9-11 levels resulted in a low accuracy with 0.9 on the surface, subsequently, the surface registration was performed again. Accuracy was the same 0.9, however, after verification the surgeon chose to continue the surgery with that knowledge. As a pedicle screw was about to be placed in th9, the surgeon noted a gap and placed the screw without using the navigation system. The medtronic representative recommended to the surgeon that the registration be re-done and, after confirming accuracy, the navigation system was again used. X-ray images were taken after all the screws were inserted, and revealed that the insertion levels were misidentified; screws were inserted into one level above the intended level. In error, the pedicle screw in th11 was not inserted, and is scheduled to be placed by referring to computed tomography (CT) images only, without navigation. Another pedicle screw will be inserted to fill in the missing part th11. The physician noted that the misidentification of the insertion levels was his responsibility. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
A medtronic representative reported that the surgeon used surface-merge for the registration. She also reported that no further issues have been reported, and that there was no information if a second surgery had been performed. The software investigation found that per the event summary, the surgeon misidentified the insertion level, and registered multiple levels at once. This issue is addressed in the device labeling. The package insert IFU that accompanies the device warns the user that for spinal procedures, secure the frame at the vertebral level of interest to ensure accurate registration and navigation. The software functioned as designed.